Manufacturer narrative:
(B)(4).

Event description:
New information indicated that during the lead revision procedure, insulation anomalies were noted on the proximal portion of the lead. The lead was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. The electrograms revealed noise reversion on the right ventricular lead. The noise could not be reproduced with isometrics. No programming changes were made; the patient would be monitored normally.